Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007810, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007810 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4f03184 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4f03185 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4f03165 was manufactured according to the wi version 42 and manufactured in the machine gluing 04-08, on 23-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4f03167 was manufactured according to the wi version 42 and manufactured in the machine gluing 04-08, on 25-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient country: (B)(6). Patient city: madrid.

Event description:
Reference number (B)(4). Event took place in spain. It was reported that patient faced infusion set tubing cut event on (B)(6) 2025. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.